Event description:
The following information was reported by the customer's attorney's office: in december 2004, the customer's doctor prescribed the use of an insulin pump with an infusion set. On (B)(6) 2009, the customer allegedly failed to receive the correct doses of insulin to manage her diabetic condition. She suffered dizziness, fainting, weakness, sleepiness, increased thirst, smelly breath, anxiety, shortness of breath, nausea, and irregular heartbeat, all alleged to have resulted from improper amounts of insulin due to issues with her insulin pump and/or infusion set. As a result of the alleged issues with the insulin pump and infusion set, the customer suffered damages. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.